Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no devices were received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision surgery was performed due to dislocation by revising to the head (p/n: 1307-60-042) and the poly cup (p/n: unknown), and added the spacer (p/n: unknown). Patient's condition was stable after the revision surgery.